Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positives."

Manufacturer narrative:
H6: investigation summary customer complaint alleged false positives of their bactec fx sn: (B)(6). Customer reported two false positive vials that were sub-cultured and determined to be negative. However, no further contact was reported after final call with customer explaining there were no further false positives but that they would check back if there were any further issues. This is an unconfirmed complaint. Device history review is not applicable as this does not allege an early life failure, and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained by the laboratory personnel. A subculture test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives."